Event description:
It was reported that the patient presented via merlin.net with episodes of far r oversensing. Several episodes of auto mode switching (ams) were noted due to oversensing. Patient will return to the clinic for programming changes and the patient will continue to be monitored. No further information was available.